Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure. Patient's age, weight and gender are unknown. According to the complainant, after obtaining the specimen, the physician had difficulty retracting the needle while inside the lung. Eventually the physician was successful with the retraction. When trying to retrieve the specimen, from the needle, the physician had difficulty advancing the needle from the sheath. The procedure was completed with this device. There have been no complications, or injury to the patient, due to this event. It was noted the patient was ok, post procedure.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure. According to the complainant, after obtaining the specimen, the physician had difficulty retracting the needle while inside the lung. Eventually, the physician was successful with the retraction. When trying to retrieve the specimen, from the needle, the physician had difficulty advancing the needle from the sheath. The procedure was completed with this device. There have been no complications, or injury to the patient, due to this event. It was noted the patient was ok, post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4), difficult to advance. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).